Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "High"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Customer followed troubleshooting instructions with Tandem Technical Support. Occlusion was determined to be caused by blockage in cartridge. The customer declined to change supplies and reverted to an alternate method of insulin therapy.